Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. An internal/external visual inspection was performed and revealed deteriorated piston foam and cracked door piston at the rib of the left disposable. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the failed accuracy testing was due to the deteriorated piston foam. The door piston foam was replaced. A CAPA is open to investigate deteriorated piston foam. Should additional relevant information become available, a supplemental report will be submitted.